Manufacturer narrative:
Concomitant medical products: 4068-45 lead implanted: (B)(6) 2001. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that one of their pacing leads needs to be replaced. The pacing lead remains in use. No patient complications have been reported as a result of this event.